Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 20 mg/dl. Customer treated their low blood glucose with food and a glucagon shot. Customer advised they go low on a daily basis, they passed out while driving, they sprained their ankle by falling down and they went low even before they used insulin pump therapy. Customer's doctor advised the device did not go into threshold suspend even though patient was severely low. Customer's husband had found them severely low and foaming at the mouth. Customer advised paramedics arrived and treated the patient with insulin drip. Customer was advised to monitor their insulin pump, monitor their blood glucose levels and call back if issues persist.